Manufacturer narrative:
Product complaint # (B)(4). The lot was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported via literature entitled: microwave ablation of osteoid osteoma: safety and efficacy. Author(s): v. Gioioso, s. Reis, s. Brejt, s. Tulin-silver, d. Sperling, j. Susman, j. Weintraub, d. Mobley. Citation: jvir scientific e-posters; s243. The purpose of this study was to evaluate the safety and efficacy of CT-guided microwave ablation (mwa) of osteoid osteomas. From 2014 to 2017, 24 patients underwent mwa for osteod osteomas. A single pr microwave antenna ablation probe (neuwave medical) was placed in a coaxial manner into the nidus. Serial microwave ablations were performed, per protocol. Complication included probe fracturing in the lesion during positioning required surgical removal of the probe tip as well as the osteoid osteoma due to continued pain. There were no documented postprocedural complications of post biopsy or post-mwa hematoma or infection CT-guided microwave ablation is a well-tolerated, safe and effective treatment of osteoid osteoma.